Event description:
Left inguinal hernia repair using ethicon ultrapro sm plug (lot number bj8cdma05small). Continued pain in region of repair. Doctor's claim to be nerve damage. Have tried both oral medicine and acupuncture to treat pain.